Event description:
A routine pacemaker check done in 10/2001 displayed a battery voltage of 2.66 volts. Interrogation done on event date revealed that in 10/2001 pt suddenly reached eri and was reprogrammed from 000.8 to vvi. Surgery for device replacement is pending